Event description:
Event description boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) a possible coronary sinus dissection occurred. The left ventricular port was plugged.